Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm and the pump display did not turn on. The customer's blood glucose (bg) level was 280 mg/dl. Insulin injections were administered to address the bg level. Due to administering too much insulin via injection, the bg level dropped to 43 mg/dl and juice was consumed to address the low bg. Insulin injections were to be used for insulin therapy.